Manufacturer narrative:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) didn't adhere to the vessel wall and did not achieve hemostasis. Manual compression was performed for 20 minutes to obtain hemostasis. There was no patient injury. The vcd was prepped and used in accordance with the instructions for use (IFU). The device was stored in the appropriate cabinet per the IFU. The vcd was used in a coronary angiogram using a retrograde approach. There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. There was little vessel tortuosity. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The device was used with a 5f non-cordis sheath. The sealant was deployed to the proper location. There were no issues noted with the deployment button. Button 1 was pressed and the sealant was placed, but later it was checked didn't stick to the blood vessel wall and it came out with the device. The sealant came out attached to the device. The sealant was deployed completely above the access site. The sealant dislodged from the arteriotomy. A non-sterile ¿mynx control vcd 5f¿ involved in the reported complaint was returned for investigation. Visual inspection of the device showed that buttons 1 and 2 were not depressed with the stopcock closed, and the sealant was found exposed from the sealant sleeves and exposed to blood. In addition, the sealant sleeve assembly was observed to have been severely kinked/bent outward as received. The syringe was not connected to the device, and the procedural sheath was not returned. Per functional analysis, a deployment test was simulated, and button 1 was depressed without issue as intended per the mynx control IFU), step 2: deploy sealant. Button 2 was depressed, and the balloon was completely retracted into the advancer tube. No resistance was felt from the frame and the handle alignment, and no issues were noted with respect to button 1 deployment during the device failure investigation. Per microscopic analysis, visual inspection at high magnification showed that the sealant was found exposed from the sealant sleeves and exposed to blood. In addition, the sealant sleeve assembly was observed to be severely kinked/bent outward as received. The product history record (phr) review of lot f2220004 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿sealant-inaccurate placement-complete¿ was not confirmed through analysis of the returned device since the deployment mechanism had not been initiated as stated in the event description. However, an additional event of ¿mynx control system-deployment difficulty-premature¿ was confirmed due to the condition of the exposed sealant from the kinked sealant sleeves. The exact cause of the issue experienced by the customer and the observed condition could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the inaccurate placement event reported since the returned device did not match the event description. It was reported that button 1 was fully depressed and the sealant was deployed to the proper location; however, the device was received with button 1 in its manufactured position. However, procedural/handling factors (such as excessive force applied during insertion), and/or the condition of the sheath (although not returned) possibly contributed to the damaged condition of the sealant sleeves, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The slits are designed to decrease unsheathing force and increase deployment reliability the sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into sheath, that could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states in step 1: position balloon, ¿insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿¿¿ the IFU states in step 2: deploy sealant, ¿while maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy. Lay the device down for 2 minutes.¿ neither the phr review, nor the product analysis suggest that the failures experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2220004 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) didn't adhere to the vessel wall and did not achieve hemostasis. Manual compression was performed for 20 minutes to obtain hemostasis. There was no patient injury. The vcd was prepped and used in accordance to the IFU. The device was stored in the appropriate cabinet in accordance with the IFU. The vcd was used in a coronary angiogram using a retrograde approach. There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. There was little vessel tortuosity. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The device was used with a 5f non-cordis sheath. The sealant was deployed to the proper location. There were no issues noted with the deployment button. Button 1 was pressed and the sealant was placed, but later it was checked didn't stick to the blood vessel wall and it came out with the device. The sealant came out attached to the device. The sealant was deployed completely above the access site. The sealant dislodged from the arteriotomy. The device is returning for evaluation. Addendum: on product evaluation the sealant sleeves are kinked/bent exposing the sealant.